Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found corrosion and-or wear and-or lubrication as well as stall due to shaft bearing. Analysis of the catheter found that the catheter sc connector was damaged at explant.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 1301mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and cerebral palsy. Additional patient medications included oral baclofen. The patient¿s pump was refilled on (B)(6) 2016 and a pump motor stall occurred on this day. Multiple pump motor stalls and recoveries occurred since then. The pump was last refilled on (B)(6) 2016 by home infusion. Beginning (B)(6) 2016 the patient experienced symptoms of itching, nausea, vomiting, and spasms which became worse on (B)(6) 2016. The patient and family heard the active critical pump alarm on (B)(6) 2016. The pump logs were accessed by the hcp on (B)(6) 2016 and it was discovered that there was an active motor stall with no recovery. The hcp had not changed any drug or dosing since taking over the patient¿s care. The patient had not had a recent magnetic resonance imaging (MRI). The hcp contacted the patient¿s surgeon and was to confer with the patient and company representative. Additional information was requested regarding drug information, patient medical history, troubleshooting performed, actions/interventions taken, and the cause of the motor stalls and patient symptoms. Additional information was received from the manufacturer representative. The pump was returned to the manufacturer for analysis. When they disconnected it, the catheter connector broke. The paperwork with the returned product indicated the patient was reported to have withdrawal symptoms. She went to her neurologist and the pump log indicated motor stalls. The issue was device-related and therapy-related with a sudden change in therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.